Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion issues (pbd). The device remains in service. No adverse patient effects were reported.